Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the stimulator felt like it was not giving any stimulation. The patient said that the battery was closer to 1/2 full than 1/4. The patient synced with the device and increased it by 0.1 and it felt like the patient was "hooked up to an electric fence." When the patient decreased by 0.1 it felt like it wasn't working and the patient was fighting tears. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the issue occurred on (B)(6) 2019. The patient said that the device needed a change in programming. The patient said a rep met her and tweaked programming. The issue was resolved. No further complications were reported.